Event description:
Physician reports optic split when folded and it could not be detected until the intraocular lens was implanted. The lens had been manually folded by a technician. Lens was replaced without complications. The pt outcome is reported as good. Post operative visual acuity was 20/40. Physician reports pt had experienced a previous retinal detachment which limits post-operative visual acuity to this level.